Event description:
It was reported to philips that the display of the device was not working. There was no patient involvement.

Manufacturer narrative:
The customer was provided a philips remote service engineer (rse) to investigate the reported issue. Upon investigation of the device, the reported issue was confirmed and the cause was traced to front case malfunction. Upon conclusion of the evaluation, it was determined that this was a malfunction of the front case, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.